Manufacturer narrative:
The device evaluation discovered damage to the analog integrated circuit. The implant passed visual inspection and mechanical tests performed. The implant failed electrical tests performed. Damage to the analog ic caused premature battery depletion. As the original issue did not suggest that the pt experienced rapid battery depletion, the possibility exists that the ipg was damaged during the implant procedure. This is the final report.

Event description:
The pt reported no receiving stimulation in the appropriate areas. The pt's system was explanted.